Event description:
It was reported that the patient had and infinity system implanted. The ankle area became infected. The physician performed a wash out and poly swap. Allegedly, the patient may need to undergo a revision surgery for infection. No additional information is available.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. However, it was noted that the patient went into the ocean shortly after the primary surgery, before the wound had completely healed. Based on the information provided and the results of the investigation, the root cause was attributed to a patient related issue. The infection was caused by the patient swimming in the ocean prior to the surgical wound completely healing. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report. Device discarded.

Event description:
It was reported that the patient had and infinity system implanted. The ankle area became infected. The physician performed a wash out and poly swap. Allegedly, the patient may need to undergo a revision surgery for infection. No additional information is available.